Event description:
It was reported that patient was brought back to operating theatre for hemostasis, since after 2 weeks of being subjected to tonsillectomy the patient presented bleeding in the area subjected to surgery.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.